Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning properly, as it could not be activated. During a surgical revision procedure, it was determined that the reservoir connecting tube was cracked, resulting in fluid leakage. The connecting tube was resecured during the procedure. Following completion of the repair, the device was confirmed to be functioning normally. No patient complications were reported.

Manufacturer narrative:
Additional information field b5 describe event or problem. Correction to field b3 date of event, field h6 device codes. The event date was reported as six weeks following the patient's procedure (implant date: (B)(6) 2025), corresponding to an approximate date of(B)(6) 2026. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the connecting pipe of the reservoir from this artificial urinary sphincter (aus) was cracked and presented a fluid loss. The connecting pipe was explanted and replaced. There were no patient complications reported.